Manufacturer narrative:
A ge service rep performed an onsite investigation. The interconnect cable and lemo receptacle were evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that there was a communication failure error message. This error resulted in a loss of fluoroscopic functionality. There is no report of injury or death associated with this event.